Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong port single lumen products are cleared in the us. The pro code and 510 k number for the groshong port single lumen products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed bard port MRI low-profile implantable port kit in its original packaging was return for evaluation. Visual evaluation was performed. The bottom portion of the product tyvek tray was noted deformed. The product labels appeared to be partially detached throughout the package. Manufacturing review was performed and "packaging was deformed¿ was confirmed. It revealed that there were deformations in the tray and that it did not sit correctly, and tray lid was slightly detached, however, the package remained closed. Back of the tray label that does not belong to reynosa. No other anomalies were noted. Therefore, the investigation is confirmed for the reported packaging problem and identified deformation and label detachment bond failure issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, it was found that one of the infusion ports packages had allegedly bulging phenomenon. There was no patient contact.